Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guide wire did not come out of the lead. The lead was removed and another lead was implanted instead. No patient complications have been reported as a result of this event.